Event description:
It was reported that bd maxzero needleless connector was damaged the following information was received by the initial reporter with the following verbatim: when this product is connected to an infusion set, the connection at the infusion set end will crack and cause leakage. (B)(4) units are affected. The sample cannot be returned, but photos are available. A green claim is required, but a complaint response letter and a complaint acceptance letter are not required.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A mz1000 china product was not available for investigation; the lot number was not provided by the customer. The feedback provided by the customer states that, "the connection at the infusion set end will crack and cause leakage." Further correspondence from the customer has stated that the drug mesna bolus was injected 4 times a day, additionally the tube was flushed before and after the bolus, 12 times a day, all of which were unthreaded syringes. The hospital controls the cost and discontinues the use of pre-filled catheters. The customer has suspected that this procedure has caused cracking of the joint clinically. The details of this feedback were forwarded to the manufacturing site for investigation. However, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.

Event description:
No additional information received.